Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Vascular access was obtained utilizing a contralateral approach using a 6f non bsc introducer sheath. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non bsc guiding catheter and guide wire crossed the lesion, the 5.0mmx40mmx135cm (4f) sterling¿ mr balloon catheter was advanced for dilatation. The device was initially inflated at 6 atmospheres. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.